Event description:
Patient was revised to address poly wear of the patella and insert. Loosening of the patella at the cement/bone interface caused by a fall was also reported; however, the manufacturer of the cement used at he time of original implantation is unknown. (Right knee).

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported polyethylene wear based on the lack of the product to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.